Manufacturer narrative:
Failure analysis on the returned o2 manifold shows that one check valve of the customer returned oxygen manifold was missing an o-ring on its poppet. This caused the check valve to leak severely.

Event description:
The customer reported that the o2 manifold is leaking. The customer reported the unit was not in use on patient.

Manufacturer narrative:
UDI # added.